Manufacturer narrative:
This report is submitted on february 20, 2020.

Event description:
Per the clinic, it was reported that the patient experienced poor performance and facial nerve stimulation. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2019, and the patient was reimplanted with another cochlear device during the same surgery.